Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
The following information was previously reported in manufacturer report # 3007566237-2013-02103. It was later determined that it was related to this event. "It was reported that during a pump refill a couple of years ago, the medication was put into the wrong port. The patient coded in the office. The patient was in the ICU (intensive care unit) for a really long time and then went to a nursing home. He was never the same. Prior to the event, the patient ¿went on trips; stilled mowed his lawn; still did all of this stuff¿. The patient lived less than a year before dying. Additional information has been requested, but it was not available as of the date of this report."

Event description:
It was later reported that ¿the caller provided more misinformation than information. The patient did not die in the office and no further comment could be made¿. The event was currently undergoing litigation.

Event description:
"Lawsuit alleges death associated with a pocket fill which caused the pt to suffer an overdose of fentanyl. The claims are for failure to warn pt and properly instruct health care provider."

Manufacturer narrative:
(B)(4).